Manufacturer narrative:
All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I hcv result for one patient sample. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6). (B)(6) 2024 on (B)(6) initial result = 0.10 s/co (nonreactive) (B)(6) 2024 on (B)(6) repeat result = 1.07 and 1.08 s/co (reactive) the nonreactive result does not correlate with the patient¿s clinical history. There was no impact to patient management reported.

Event description:
The customer reported a false nonreactive alinity I hcv result for one patient sample. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6) (B)(6)2024 on ai24869 initial result = 0.10 s/co (nonreactive) (B)(6)2024 on ai01181 repeat result = 1.07 and 1.08 s/co (reactive) the nonreactive result does not correlate with the patient¿s clinical history. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in -house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates the reagent lot performs as expected for this product. Ticket tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot number 56229be00 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non- reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I anti-hcv reagent lot 56229be00.